Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 6 and 8 atmospheres (atm) for 10 seconds each inflation. However, during second inflation at 8 atm, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.